Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by caller that caller states they no longer have the interstim. Caller states the whole device was removed because they were not getting any help from the ins so patient got the whole ins system removed. Then on (B)(6) 2019, healthcare professional (hcp) called in reporting that patient's sister believed the interstim system was removed in 2015. Patient's sister states the device was removed because it did not work for the patient; clarifying that the patient did not really have control of their bladder with the interstim therapy and it was aggravating to the patient that they were not getting therapeutic benefit. Patient's sister then said the therapy may have worked for the first couple months but did not work by the end of 2011. Patient even saw multiple healthcare professionals (hcp) in fl and they suggested to turn the ins off. Patient's sister also stated patient had the therapy adjust a few times but to no success. No further complications were reported or anticipated.